Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the communication failure due to the cable break or the corrosion on the electrical contacts of the subject device by the user handling during use, reprocess, storage, carrying. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was flickered when the camera cable of the subject device was moved at the maintenance. Olympus (B)(4) checked the subject device and identified the reported phenomenon which the image of the subject device was flickered, and also found the camera cable failure of the subject device. There was no patient injury associated with this report. It was not provided the other detailed information.